Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the cutting wire of the subject device was damaged while the cutting wire was tightened. The user reportedly could not control the device and a short bleeding occurred. It was said that the bleeding stopped without treatment during the procedure. The procedure was said to be completed with another sphincterotome. Further complications were not reported after the procedure.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report the user reported that they used non-olympus electro surgical unit and the surgical unit had been set for 2.2 "elektrotomie" and 2.8 "coagulation" when the phenomenon occurred. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that the cutting wire was deformed and broken at the middle and the broken end melted. There were no missing part and no other abnormalities related to the phenomenon in the subject device. There were no abnormalities in the mfg record of the subject device. Omsc concluded that the cause of the breakage was likely due to high temp caused by arc discharge. The arc discharge was likely caused by contact between the cutting wire and the metal part of the distal end of the endoscope. The device instruction manual warns users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong". Bleeding was likely due to the pt condition because bleeding accompanying est are reported as happening accidentally in clinical articles. This report is being submitted as a medical device report in an abundance of caution.